Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw had minimal signs of usage and the hot jaw was burnt and the silicone was cracking. The heating element had bowed up somewhat. A piece of silicone had detached from the back of the hot jaw. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "device overheated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device overheated. A new kit was used to complete the procedure. There were no pt effects. The product was returned.